Event description:
Ems evaluated patient with glucometer from 1st a moving vehicle with a result of 31. Patient presentation did not support finding so a second glucometer was brought in and the result was 91. Blood sugar result obtained by ER staff upon arrival was 92. (B)(6) hospital has additional lab results. Reference report mw5176366.